Manufacturer narrative:
(B)(4).

Event description:
During the index procedure, a resolute integrity drug eluting stent was implanted in the rca. 3 days post index procedure another resolute integrity stent was implanted in the lad during a staged procedure. Approximately 8 days post the staged procedure, the patient suffered from melena, and colonic cancer was detected. A blood transfusion was carried out as treatment. The cec has adjudicated the event as a moderate (gusto) bleed, and a minor (replace-2) bleed. Approximately 16 days post the staged procedure the patient suffered from abdominal pain. Blood transfusion, colectomy, laparotomy, hemostasism and hematoma removal were carried out as treatment. The cec has adjudicated this event as a continuation of the previous melena event the investigator and cec assessed that the gi bleed was not related to the study device.